Event description:
It was reported that during preparations for a surgical procedure, a drill continued to operate when in safe mode. There was no pt involvement, and the procedure was completed as planned with back-up equipment. There was no user injury reported, and no adverse consequences alleged with this event.

Manufacturer narrative:
The device was returned to the MFR and an investigation is anticipated. A f/u report will be submitted if the investigation requires.